Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose value was 570mg/dl. The customer also reported that insulin pump had pump error. Customer stated drive support cap was protruded. The customer was treated with manual injection as per there health care professional. The device will not be returned for analysis.